Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the insertion flexible tube (ift) perforated, the remote control button cracked, the segment corroded, the lg cable connector corroded, the nozzle gluing missing, the insertion flexible tube (ift) leak, the distal body worn out, the insertion flexible tube (ift) lump/wave, the light guide cable bump, the operation channel kink, the suction channel kink, the angle wire grinding, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.